Event description:
The customer reported that there was a communication failure error message. This error resulted in the inability to generate fluoroscopic x-ray. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The boards and interconnect cable connectors were evaluated and reseated during the service call. The system was tested and found to be working as intended and put back into service.